Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fiber stopped transmitting power event as analysis identified a broken fiber and connector fracture. The fiber was received in two pieces. The first piece measured 34.1 cm and the second piece measured 302.2 cm. The fiber tip measured 1 mm. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was no light coming through the connector face, indicating a connector fracture. The functional testing was performed. The following message was displayed: applicator has been used 5 times. The observed condition of fracture within the connector can occur during procedural handling of the fiber during setup, during use or during reprocessing. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output. In addition, the interaction of the fractured connector with the console could have led to overheating causing the fiber body break. The IFU states: in the event of no output energy fiber connector may be hot to touch. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber stopped transmitting power. The procedure was completed using another fiber without patient complications. Analysis of the returned fiber revealed a broken fiber and a fractured fiber connector.